Event description:
It was reported that the index procedure was a chronic totally occluded diagonal artery lesion and acute myocardial infarction patient where predilatation was performed and the 2.5 x 12 mm xience v stent was deployed. There was no reported patient effect. On (B)(6) 2012, the patient complained of symptoms of chest pain; intravascular ultrasound (ivus) and angiography were performed and confirmed that thrombosis was present. Thrombosis aspiration was attempted unsuccessfully with a non-abbott device. Predilatation was performed with a 2.0 x 10 mm non-abbott balloon and the 2.5 x 12 mm xience v stent delivery system was deployed; post dilatation was completed with a 2.25 x 8 mm non-abbott balloon catheter. Slow flow was observed. Two injections of medication were given and timi 2 flow was confirmed from the prior timi 0 flow. It was noted that one day post procedure on (B)(6) 2012, the patient died. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report submitted updated information was received stating that only one 2.5 x 12 mm xience v stent was used and implanted in the patient. This device was reported as being used in error; this report should not have been filed.

Manufacturer narrative:
(B)(4)